Event description:
Doctor reported that upon opening a package of proultra endo tips, it was discovered that one tip appeared to have separated. The separated piece was not in the package. There was no report of injury as no pt was involved in this event.